Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was recovered. On the same day as onset, the patient began treatment with nutineal therapy. On an unreported date, treatment with nutrineal therapy was discontinued. No additional information is available.